Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced vaginal pain, hot flashes, vaginal dryness, dyspareunia, vaginal atrophy, pelvic pain, pain radiating down both legs, dysuria, palpable tenderness to vaginal wall/under graft, urinary tract infection, abdominal pain, unspecified bowel problems, constipation, frequency of urination, urgency (urinary urgency), infection, inflammation, itching, frequency/urgency, urine leakage, vaginal pain, incontinence, vaginal inflammation, mesh erosion (erosion), pain, anxiety, depression, unspecified neuromuscular damaged, discomfort, emotional changes, hypertension, vaginal bladder infections, groin pain, suprapubic tenderness, painful bladder/abdominal spasms (muscle spasms), difficulty sleeping, crampy (cramps), change in bowel habits, nausea/vomiting, fever chills, granulation tissue, and required nonsurgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced sagging sensation in lower abdomen and suprapubic area, some point tenderness at left proximal mesh arm, recurrent prolapse, obstipation (severe constipation caused by intestinal obstruction), mild diverticulosis, some stress urinary incontinence, mesh palpable at proximal anterior wall, chronic vaginal area pain, severe pain during intercourse, physical pain, psychological and emotional pain and abdominal pain that required a hospitalization.